Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2016-00843.

Manufacturer narrative:
Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report#1627487-2016-00843 further follow-up identified the patient developed an infection at the lead site after the previous surgery. Antibiotics were prescribed and the issue subsequently resolved. Reportedly, an additional surgery took place on (B)(6) 2016 during which time the partial leads were removed and replaced with two new models. Effective stimulation was achieved postoperatively thus resolving this issue.

Event description:
Device 2 of 2.reference MFR report#1627487-2016-00843.follow-up identified surgical intervention was undertaken during which time the physician made a mid-line incision cutting both occipital leads and removing the distal ends of the leads. Reportedly, the proximal ends of the leads were left implanted and connected to the ipg awaiting another future revision.